Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated occlusion alarms associated with an infusion set, resulting in elevated blood glucose of 280 mg/dl despite multiple supply changes and a successful dry run; the user was using an inset 6 mm, 23 in infusion set on the abdomen with manually filled cartridges, and the event resolved only after changing all supplies, with replacement supplies provided and education completed. Symptoms included headache associated with hyperglycemia. Outcomes included the need for troubleshooting, supply replacement, and user education. Investigation included guided troubleshooting over the phone and performance verification via a dry run. Investigation of this case revealed an infusion delivery obstruction consistent with an occlusion related to the infusion set and consumables, given resolution after replacement from different boxes. It was concluded, based on previously established findings for similar reports, that the most likely cause was an infusion set or consumable issue leading to occlusion.